Manufacturer narrative:
An investigation was performed and it was found that the validation to verify the alignment was correct. After this incident, we realized that the label stock varies enough to cause alignment problems.

Event description:
The reporter indicated that the model/serial # stickers which are packaged with the lead are not oriented correctly. The stamp/printer that puts the model/serial # on the stickers appears to be off-set. When the sticker is peeled, the top half of the numbers remain on the backing and the bottom half of the numbers are left on the sticker. The stickers are useless for using on the pt's chart. The event date is estimated.